Event description:
It was reported by the rep that the surgeon was doing a dome down laparoscopic cholecystectomy procedure with the lcsc5. The instrument began to lock up after about one half of the gallbladder was taken off liver. The lock up seemed to occur after the lcsc5 came into contact with a metal tip grasper. A new lcsc5 was opened and the case continued on very well with no pt consequence.